Event description:
On (B) (6) 2010, pt reported she is waking up with a blood glucose in the 400's mg/dl as a result of her infusion device not alerting her that her insulin cartridge was empty. Pt stated on (B) (6) 2010, her infusion device displayed an a1 (cartridge low) alert. Pt reported she checked the cartridge and there was enough insulin so she ignored the alert. Reviewed infusion device's alert history; no e1 (cartridge empty) alert was found. Pt stated she did not realize the cartridge was empty until (B) (6) 2010 and because she was not aware that the cartridge was empty her blood glucose levels escalated. Pt reported she woke up with a blood glucose reading of 424 mg/dl on (B) (6) 2010. Pt stated she treated the elevated blood glucose by changing the infusion set and insulin cartridge, and then bolused 12 units of insulin. Pt reported it was about 2-3 hours later that her readings returned to normal. Pt's normal blood glucose reading is "140 mg/dl on average". The pt did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.